Event description:
Room set tested d and c machine was working. Patient in room tubing connected suction would stop between yellow and green marking. Caps replaced on canisters, canisters replaced, tubing replaced. Dr [redacted] proceeded used ultrasound procedure completed. Informed charge nurse [redacted] of issues educator [redacted came in room to help. Tubing placed in biohazard bag told to discard. Collection set disposable ref #23116, lot s240174920, gyrus acmi. Device to be checked. Manufacturer response for collection set, (brand not provided) (per site reporter).